Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 11-nov-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated he is comfortable with the glucose readings from the product.

Event description:
Consumer had initially reported complaint the true metrix meter did not power on when a test strip was inserted. Wife is calling on behalf of the customer. At the time of the call, the customer felt well and did not report any symptoms. During the call, a blood test was performed by the customer fasting and produced test result of 140 mg/dl using true metrix meter; customer was satisfied with the result obtained. Customer is currently using test strip lot number my4446s, manufacturer's expiration date of 02/15/2023. Wife reported that customer had past medical intervention while using another vial of test strips with the true metrix meter; customer no longer had that vial of test strips and was unable to provide the lot information. Wife stated that customer had tested on (B)(6) 2021 using the true metrix meter and the previous vial of test strips. Customer had obtained a result of 600 mg/dl fasting, had a headache and was vomiting blood. Customer was taken to the hospital where his blood glucose test result had been over 600 mg/dl (wife did not recall the exact result). Customer had been diagnosed with hyperglycemia and kidney stones. Customer had been treated with insulin to stabilize his blood glucose; they had then tested the customer's blood glucose and the result had been 300 mg/dl non-fasting. Customer was admitted and was hospitalized for five days due to surgery to remove the kidney stones. Customer was discharged on (B)(6) 2021 with prescriptions for metformin and glipizide and was advised to follow-up with his primary care physician.